Manufacturer narrative:
Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. According to the implant registration card a full insertion was achieved at initial implantation. Re-insertion is considered but no date has been scheduled yet.

Event description:
The user reported a decrease in hearing performance. Re-insertion of the electrode is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance. Re-insertion of the electrode is considered.